Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: (B)(4). It was reported that when the patient presented remotely via merlin. Net transmission, auto mode switches (ams) due to crosstalk on the atrial channel were observed. Programming change and atrial lead revision were suggested. It was mentioned that the patient would visit the clinic. No patient symptoms were noted.